Event description:
As reported by our edwards lifesciences japanese affiliate, the patient experienced a dissection in the right external iliac artery (eia) and a dissection in the descending aorta. A stent was placed in the dissection of the right eia. The dissection in the descending aorta was placed under observation without treatment. A 20 mm sapien 3 was implanted in the aortic valve via transfemoral approach using a commander delivery system and 14fr esheath. After dilation, despite slight resistance the sheath was inserted via a cutdown obtained on the right femoral artery and the valve was deployed. After sheath removal, digital subtraction angiography (dsa) revealed a dissection in the right eia, and a stent was placed. The physician did not consider the slight insertion difficulty a malfunction of the sheath, and no abnormality was observed in the sheath before or after use. The event is however, considered a serious event. Transesophageal echocardiography (tee) showed a retrograde dissection in the descending aorta. The aortic dissection was placed under observation without treatment. The patient outcome is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions, type of investigation, and investigation findings. The edwards esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As the report of difficulty introducing the sheath was unable to be confirmed, a complaint history review was not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert the sheath. The benefits of the device outweigh the risks associated with system components interfering with access vasculature resulting in minor tissue damage, such as dissection. The report of difficulty introducing the sheath was unable to be confirmed. As no imagery nor device was returned, engineering was unable to perform any visual inspection/evaluation, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint description, 'bilateral external iliac arteries (eia) were narrow with minimum luminal diameter (mld) of 4.0-5.0 mm, the access vessel was dilated with the introducers of 14 fr esheath and 16 fr esheath. After dilation, despite slight resistance, a 14 fr esheath was inserted via a cutdown obtained on the right femoral artery of which mld was 4.2 mm, and the 20 mm sapien 3 valve was deployed.' Additionally, 'degree of calcification was moderate without circumferential or protruding calcification in the access vessel and descending aorta.' The access vessel mld of 4.2 mm is less than that which is indicated for 14f sheath (5.5 mm). Per the training manual, 'do not use the thv in patients with access vessel diameters <5.5 mm for 20/23/26 mm systems.' Additionally, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath insertion, thereby increased resistance. Calcification can also reduce the vessel diameter, increasing restriction, and can result in the creation of sub-optimal angles during sheath insertion, all of which may lead to resistance. Available information suggests that patient factors (undersized vessel, calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, the physician considered the descending aortic dissection might have been caused by the tip of esheath, and there was no allegation or indication a product malfunction contributed to the reported descending aortic dissection. Investigation results suggests that procedural factors (sheath insertion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.